Manufacturer narrative:
Based on the provided information and test performed on site on the system there is no indication of a malfunction of the mr system. The blister had the shape of a straight line and it is concluded to be caused by contact with the cable of the endo coil. It is stated that the cable of the endo coil might have touched the patient's calf after repositioning the patient. Although the affected area was outside the qbc area, a burn caused by the cable is fully possible. The disposable endo coil is expected to have been defective, due to either coupling/heating and it showed image quality (iq) issues. As the endo coil was already disposed, no findings are available. Contributing factor: 4 scans on high sar. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The investigation is ongoing on this event. When the investigation is completed a follow-up will be sent to the FDA.

Event description:
Philips received a report from a customer related to a patient heating incident with an intera 1.5t mr system. A patient was scanned for an MRI examination, and after the examination a blister developed on the right lower leg (size: 1 x 5/6 cm).